Event description:
This is a spontaneous case report received from a medical doctor in united states on 07-oct-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, with lot number 12570405, for permanent sterilization. On an unspecified date, hsg (hysterosalpingogram) was performed; one fallopian tube was not occluded, it was perforated. Physician removed one fallopian tube in (B)(6) 2015 successfully. Patient still has the other fallopian tube with essure coil and there are no problems with this tube. Physician mentioned there was no injury. Product technical complaint investigation result was received on 21-oct-2015: the ptc global reference number is (B)(4). Lot #: 12570405, production date: apr-2013, expiration date: jan-2016. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the hysterosalpingogram (hsg) showed one tube was actually perforated. Fallopian tube was removed 9 months after essure insertion. This event, interpreted as fallopian tube perforation, is serious due to medical significance and listed in the reference safety information for essure. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. In the present case, the exact date and mechanism of the perforation were not reported. It was diagnosed during a hsg an unspecified time after essure insertion. Given the nature of the reported event causality with the suspect insert cannot be excluded. This case was regarded as incident due to required intervention (salpingectomy). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 07-dec-2015: essure health care provider uterine / tubal perforation questionnaire received. Patient was (B)(6), obese, gravida 2, para 1, spotaneous abortion 1. No elective abortion, no therapeutic abortion and no ectopic pregnancies. No previous gynecological problems, procedures or interventions. On (B)(6) 2014 she had essure inserted. She was not postpartum. Cervical dilatation, analgesia and general anesthesia were applied during insertion. Insertion was difficult due to tubal spasm. Visualization of the tubal ostium was easy. No fluid loss over 1500cc. Procedure took more than 20 minutes due to difficulty with deployment. On the right side the essure was noted to be bent but this was easily placed without any difficulty. There were approximately 2 coils on the right side after placement. On the left side the essure was significantly bent and could not be inserted and that was removed for backup. The backup (second coil device) had some difficulty with insertion, likely secondary to tubal spasm. Physician waited a couple of minutes then reattempted. The coil went in but then pulled out on initial deployment and had to be removed prior to full deployment. Both these failed coils were removed entirely. On the third (3rd essure device) attempt, the coil was easily placed, with 4 to 5 coils in appearance at the ostia. She used oral contraceptive as back up contraception. On (B)(6) 2015 she had a hysterosalpingogram performed that showed left unsatisfactory distal location and left tubal patency. Right microinsert was correcttly placed, right tube appeared to be occluded at the ostium, but since the left tube was patent, less than maximum contrast pressure was achieved in the uterine cavity, so occlusion of the right ostium was not proved. On (B)(6) 2015 complete left perforation was diagnosed. Patient presented with no symptoms. On (B)(6) 2015 essure was removed via laparoscopy. It was opted for left tubal removal - left salpingectomy - for sterilization. During surgery coil was found in sigmoid epiploica / essure in pelvis. The coil was removed intact from the epiploica. No pathology results. Patient has recovered from essure removal procedure. It was reported that outcome was great. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the hysterosalpingogram (hsg) showed one tube was actually perforated. Essure was removed from sigmoid epiploica / in pelvis 8 months after its insertion. This event, interpreted as fallopian tube perforation, is serious due to medical significance and listed in the reference safety information for essure. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. In the present case, the insertion procedure was difficult which probably contributed to the perforation. The exact date of the perforation was not reported, it was diagnosed during a hsg 4 months after essure insertion. Given the nature of the reported event causality with the suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The patient recovered from the essure removal procedure.